Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to a sepsis infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2019; 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.